Event description:
Caller reported that cartridge was not fitting properly on pump, with the issue being identified as an o-ring on the pneumatic tap. Blood glucose level did not exceed 500 mg/dl, reported as within normal range. Caller removed the o-ring, cleaned the tap area, and successfully reloaded the cartridge, allowing insulin therapy to resume without further issues.